Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the hospital, and all recommended tests were performed as instructed. No noise was observed, and x-ray imaging was performed. Ts reviewed updated device data and confirmed that the rv pacing impedance has continued to increase and seems now to have reached a plateau around 2300 ohms. No new events have been stored since the last review, and x-ray imaging revealed no abnormalities in regard to the lead nor the device. Ts reiterated that such a gradual increase in pacing impedance could be due to lead tip calcification. Ts recommended to keep monitoring the patient. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the hospital, and all recommended tests were performed as instructed. No noise was observed, and x-ray imaging was performed. Ts reviewed updated device data and confirmed that the rv pacing impedance has continued to increase and seems now to have reached a plateau around 2300 ohms. No new events have been stored since the last review, and x-ray imaging revealed no abnormalities in regard to the lead nor the device. Ts reiterated that such a gradual increase in pacing impedance could be due to lead tip calcification. Ts recommended to keep monitoring the patient. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the hospital, and all recommended tests were performed as instructed. No noise was observed, and x-ray imaging was performed. Ts reviewed updated device data and confirmed that the rv pacing impedance has continued to increase and seems now to have reached a plateau around 2300 ohms. No new events have been stored since the last review, and x-ray imaging revealed no abnormalities in regard to the lead nor the device. Ts reiterated that such a gradual increase in pacing impedance could be due to lead tip calcification. Ts recommended to keep monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the pacing impedance values have increased up to 2500 ohms. Shock impedance and rv amplitude remain stable around 100 ohms and 23mv, respectively. All recommended patient maneuvers were performed while checking pacing impedance and sensing, and no noise was reproduced. Considering that sensing is optimal and that no noise was reproduced, the physician and ts believe this could be related to ionization, encapsulation or calcification of the lead tip. The physician will make a plan for this patient, which could potentially include lead or device replacement. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the hospital, and all recommended tests were performed as instructed. No noise was observed, and x-ray imaging was performed. Ts reviewed updated device data and confirmed that the rv pacing impedance has continued to increase and seems now to have reached a plateau around 2300 ohms. No new events have been stored since the last review, and x-ray imaging revealed no abnormalities in regard to the lead nor the device. Ts reiterated that such a gradual increase in pacing impedance could be due to lead tip calcification. Ts recommended to keep monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the pacing impedance values have increased up to 2500 ohms. Shock impedance and rv amplitude remain stable around 100 ohms and 23mv, respectively. All recommended patient maneuvers were performed while checking pacing impedance and sensing, and no noise was reproduced. Considering that sensing is optimal and that no noise was reproduced, the physician and ts believe this could be related to ionization, encapsulation or calcification of the lead tip. The physician will make a plan for this patient, which could potentially include lead or device replacement. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the patient attended the clinic again, and all recommended tests were performed, including defibrillation threshold (dft) testing, which was successful. R-wave was measured as 20mv, pacing impedance was found to be oor, shock impedance was reported as 69 ohms and the rv threshold around 6v at 1.5 ms. After the dtf test, noise was noted in the rv channel, especially after a 41 joules shock. Ts reviewed the induction event and did not notice anything peculiar in the electrograms (emg), as the patient was appropriately induced with a 1.1 joules shock, the device appropriately detected the arrhythmia and converted it. Ts also discussed that the noise observed post-dft testing could be related to the remaining energy on the lead post shock delivery. Ts indicated that their previously provided recommendations stay the same, and thorough was recommended again. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that a red alert was recorded as this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. A progressive increase in impedance values has been observed over the past months, raising concerns about the possibility of a lead fracture, which has not been conclusively determined. The physician asked if a follow up should be scheduled to perform further troubleshooting. At this time, no further information is available. No additional adverse patient effects have been reported. The lead remains in service. Additional information was received. Ts reviewed data from this device, and they confirmed the pacing impedance has been high for several months, reaching values greater than 2000 ohms. The shock impedance was found to be in range and the rv intrinsic amplitude has been greater than 25 mv, which is now recorded to be around 20 mv. Some noise was seen on the shock channel which could be consistent with myopotential. Ts explained that the increase in the rv pacing impedance could be consistent with lead tip or capsulation/tissue ingrowth or lead tip calcification. Troubleshooting steps were provided in order to exclude lead impairment. A patient follow up has not been scheduled yet. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the hospital, and all recommended tests were performed as instructed. No noise was observed, and x-ray imaging was performed. Ts reviewed updated device data and confirmed that the rv pacing impedance has continued to increase and seems now to have reached a plateau around 2300 ohms. No new events have been stored since the last review, and x-ray imaging revealed no abnormalities in regard to the lead nor the device. Ts reiterated that such a gradual increase in pacing impedance could be due to lead tip calcification. Ts recommended to keep monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the pacing impedance values have increased up to 2500 ohms. Shock impedance and rv amplitude remain stable around 100 ohms and 23mv, respectively. All recommended patient maneuvers were performed while checking pacing impedance and sensing, and no noise was reproduced. Considering that sensing is optimal and that no noise was reproduced, the physician and ts believe this could be related to ionization, encapsulation or calcification of the lead tip. The physician will make a plan for this patient, which could potentially include lead or device replacement. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the patient attended the clinic again, and all recommended tests were performed, including defibrillation threshold (dft) testing, which was successful. R-wave was measured as 20mv, pacing impedance was found to be oor, shock impedance was reported as 69 ohms and the rv threshold around 6v at 1.5 ms. After the dtf test, noise was noted in the rv channel, especially after a 41 joules shock. Ts reviewed the induction event and did not notice anything peculiar in the electrograms (emg), as the patient was appropriately induced with a 1.1 joules shock, the device appropriately detected the arrhythmia and converted it. Ts also discussed that the noise observed post-dft testing could be related to the remaining energy on the lead post shock delivery. Ts indicated that their previously provided recommendations stay the same, and thorough evaluation was recommended again. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating that the patient underwent surgery to replace the implantable device. During the procedure, this lead was revised, and measurements were performed. Pacing impedance was reported to be greater than 3000 ohms and pacing thresholds up to 6.5v, but the physician decided to keep this lead and not replace it. No additional adverse patient effects were reported. The lead remains in service.